Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Advised the customer to revert to back up plan. The customer's blood glucose reading was 583 mg/dl, and he has treated with manual injections. The customer stated that the insulin pump was stuck on the prime loop. Assisted the customer to press the activate button, but the numbers were not displaying on the screen. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.